Manufacturer narrative:
The device should be j177/(B)(6). Explant date and describe event or problem were already updated.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that this pacemaker was implanted in india and the healthcare provider did not the date of the safety mode. However, the patient experienced something like passing out on the flight from the bahamas to the united states. A pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that this pacemaker was implanted in india and the healthcare provider did not the date of the safety mode. However, the patient experienced something like passing out on the flight from the bahamas to the united states. A pacemaker replacement was recommended. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Explant date and describe event or problem were already updated.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that this pacemaker was implanted in india and the healthcare provider did not the date of the safety mode. However, the patient experienced something like passing out on the flight from the bahamas to the united states. A pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device should be j177/105773. Explant date and describe event or problem were already updated. Upon receipt at boston scientific's post market quality assurance laboratory, a thorough evaluation of the device was performed. A full memory download was completed, and engineering review of the device's diagnostic data confirmed that the device was operating in safety mode. A series of functional tests confirmed pacing and sensing operations. Detailed review of the device memory confirmed three (3) system resets occurred within a 48-hour period following a telemetry attempt on april 20, 2024, due to an elevated battery impedance. Following these resets, the device entered safety mode (per design) to maintain back-up pacing with pre-defined, non-programmable settings. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that this pacemaker was implanted in india and the healthcare provider did not know the date of the safety mode. However, the patient experienced something like passing out on the flight from the bahamas to the united states. A pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.